Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to a non functioning device as one cylinder was previously removed. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.